Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) up button dome switch. No unlocked lcd keypad connector noted. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had up arrow depress which make it hard to adjust. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the scratches on screen but do not effect ability to read screen. The device will not be returned for analysis.